Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alleging possible under delivery. Customer¿s blood glucose was 24 mmol/l at the time of incident. The current blood glucose level is 22 mmol/l. The customer treated high blood glucose with insulin pump and pen. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when high blood glucose event. The customer reported that the displacement test was passed. The reservoir will not be returned for analysis.